Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer set the pump volume to "vibrate" but noted an audible sound when interacting with the pump buttons. The customer reported that this issue had not been observed prior to the report date. The customer's blood glucose level was 75 mg/dl.